Manufacturer narrative:
Correction to adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1357l, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had redness around the old pocket site and lead insertion site. The patient had an infection. It was also reported the previous lead and battery were explanted during the stage 1 procedure due to lack of effectiveness.